Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one week post implant, a pneumothorax was observed on x-ray. A subclavian vein puncture during implant was suspected. No medical treatment was necessary. The patient is stable and the lead remains implanted.